Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 16 x 3.50 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal region pulled proximally. The undamaged stent od (outer diameter) was measured and the results is within max crimped stent profile measurement. Balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14may2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. This 16 x 3.50 promus premier drug eluting stent was selected. During the procedure the stent delivery system reached the lesion but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.